Manufacturer narrative:
Investigation completed 12/13/2017. The device history record for product ID 10244 lot code 171 manufactured on 3/29/2017 showed no abnormalities related to reported incident found nor were there any variances, mrr¿s or reworks associated with either lot &/or work order number. Evaluation verified customer information as valid. Clamp does not build enough pressure up. Root cause is most likely accelerated wear and tear.

Event description:
Customer initially reports the support arm moves with a slight force while in locked position. No harm done.